Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the cut wire of the dreamtome broke inside the patient. No portion of the wire detached inside or outside the patient. The procedure was completed with another dreamtome device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.